Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found it to have a counterfeit top case and a cracked right plunger case. Device was powered on and the reading of force sensor was checked. Unable to duplicate the force sensor bridge test at power up and all the reading of force sensor within the required specifications. The reported customer complaint of intermittent error was unable to be confirmed.

Event description:
Information was received that device failed force sensor bridge test. No adverse effects reported.